Event description:
Philips received a complaint on the intellivue mx850 indicating that the device had speaker malfunction issues. A good faith effort was completed to obtain additional details regarding the device allegation. The gfe response confirmed that the device displayed a speaker inop, but produced sound. No adverse event occurred. A philips field service engineer (fse) went to the customer site. The fse evaluated the intellivue mx850, but was unable to reproduce the speaker inop. As the issue was said to be intermittent per the customer, the fse recommended replacement of the device speaker. The fse is awaiting approval from the customer to replace the speaker.results of functional testing indicate the device speaker functions normally. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was functioning according to specification at the time that it was evaluated, but since the speaker failure inop was intermittent per the customer, the fse recommended replacement of the speaker. The customer has yet to authorize replacement of the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that their device was having a speaker malfunction. The device was in use when the issue was discovered but no patient harm occurred.